Event description:
It was reported that the patient exhibited swelling near the pocket area. It was believed that the patient was suffering an allergic reaction. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device remained implanted.